Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an error code related to the failure of the internal battery was observed. Determination made that no repairs to device will be performed and the device will be scrapped.